Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. There were no occlusions in the infusion set tubing and the customer has tried several infusion sets; however, the occlusions have reoccurred. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.